Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 gas blender. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender displayed an error during set up. There was no pt involvement.